Event description:
The customer alleged they received questionable ion selective electrode potassium and sodium results for one patient on their c501 analyzer. The customer provided data for one discrepant potassium result that was reported outside the laboratory. The patient's sample was process on the customer's modular pre analytics device and manually placed onboard the c501. The patient's initial potassium result was 4.35 mmol/l. The repeat result was 3.75 mmol/l. The patient was not adversely affected by this event. The potassium electrode lot number was d09 and the expiration date was 03/31/2014. A root cause could not be determined. Additional information was requested but not provided by the customer. It was noted that gel could be seen on the serum part of the sample tube.

Manufacturer narrative:
This event occured in the (B)(6).